Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found volume verification failing in the reported problem area of the pipettor assembly. Four tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.